Event description:
It was reported during implant surgery, the lead could not be inserted into the extension. The proximal lead end was crushed while attempting to insert the lead. A new extension and lead were used to complete the surgery.

Manufacturer narrative:
The extension was returned for analysis. Device analysis revealed damaged balseal connector(s). The #0 connector was twisted 180 degrees and the conductor was broken at the crimp sleeve. The end of the connector bore and several sealing rings appeared cut. The proximal end was intact and undamaged.